Event description:
Report received from the USA stating that the cord that goes from the console to the foot control device had "a cut in it and looks like it is smashed" on the foot control device. The alleged defect was observed during cleaning. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If the device is returned, or additional info is received, a supplemental report will be sent.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. The device was evaluated and visual inspection revealed that the cord was cut and smashed approximately 6" from the foot pedal end. The reported condition was confirmed. Evidence suggests this was due to mishandling at customer site. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Ref: (B)(4).